Event description:
It was reported that during a ptca/stenting procedure, the physician encountered crossing difficulites. He was attempting to direct stent in a saphenous vein graft, as he was concerned about distal embolization. He indicated that the saphenous vein graft had multiple areas of disease and he intended to implant multiple stents in the graft. He was using a 6fr amplatz guide catheter and felt that he may not have had enough support. He indicated that he was unable to advance the stent/delivery device into the svg. He retracted the stent/delivery device back into the guide catheter once, noting some resistance, but was again unable to advance it into the svg. The second time that he attemped to retract the stent/delivery device into the guide, the stent caught on the tip of the guide and came off the device into the guide, the stent caught on the tip of the guide and came off the device at the aorta-graft anastomosis site. The physician snared the stent and brought it back to the femoral artery, but was unable to retrieve it through the sheath. The pt was asymptomaic at the time of the stent dislodgement. Pt was taken to the operating room from the cath lab for femoral exploratory surgery and removal of the stent. The pt underwent a successful coronary stenting procedure two days later and is reported to be doing well.